Event description:
It was reported that a number of alerts were triggered due to high impedance. The set screw was loose. The physician tightened the svc set screw and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758 lead, implanted: (B)(6) 2011; 4076-45 lead, implanted: (B)(6) 2011. (B)(4).